Event description:
It was reported that the syringe 0.3ml 31g 6mm experienced foreign matter on the device cannula. The following information was provided by the initial reporter: I have a question regarding the product bd ultra-fine 6 mm, insulin syringe. I have bought packages and some of the new syringes at the time of use have liquid, I do not know what it is, because some do not have it, they have touched me at random.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: customer returned (11) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 1025871. Customer states that some of the new syringes at the time of use have liquid. All returned syringes were tested and 3 out of 11 samples exhibited a clear droplet of material coming out of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 1025871 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: l2l dispatch was opened for dry barrels waste. The photo eye was adjusted to allow sufficient silicone lubricant to be sprayed inside of the barrel. When the photo eye is overcorrected, too much silicone can be sprayed inside the barrel causing excessive silicone.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 31g 6mm experienced foreign matter on the device cannula. The following information was provided by the initial reporter: I have a question regarding the product bd ultra-fine 6 mm, insulin syringe. I have bought packages and some of the new syringes at the time of use have liquid, I do not know what it is, because some do not have it, they have touched me at random.

Event description:
It was reported that the syringe 0.3ml 31g 6mm experienced foreign matter on the device cannula. The following information was provided by the initial reporter: I have a question regarding the product bd ultra-fine 6 mm, insulin syringe. I have bought packages and some of the new syringes at the time of use have liquid, I do not know what it is, because some do not have it, they have touched me at random.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Three photos of a 0.3ml bd insulin syringe were provided. The customer reported that new syringes at the time of use have liquid. The photos were examined, and it was observed that a clear droplet was located just below the cannula point. A review of the device history record was completed for batch # 1025871 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received.